Event description:
It was reported that the tibia nail advance para-patellar jig was missing targeted screws. During the procedure, the surgeon confirmed that the nail was loaded properly and the targeting jig was aligned. The nail was inserted into a right tibia for a shaft fracture using the parapatellar approach. Once the nail was inserted, the surgeon started with locking the nail in place proximally. He targeted the distal proximal locking hole first and the drill bit could not find its way through the aligned hole. He then moved to the most proximal hole which was aligned and the screw was properly inserted. Now going back to the distal proximal locking hole, the pa had to flex the patient's knee into an acute angle and the surgeon was forcefully lifting up on the jig while the resident drilled the hole, which was enough to hit the aligned target. Although proper technique was followed, the team had to improvise to complete the procedure, resulting in a 90-minute delay. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.